Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported a poly exchange was performed on the patient's left knee due to infection. A triathlon 6x11 cs poly was revised. Rep confirmed that no further information will be released by the hospital or surgeon.